Event description:
It was reported that the patient developed an apical pneumothorax that was related to the implant procedure. The patient received oxygen treatment. The system remains in use. The patient was enrolled in the (B)(4) clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. Concomitant medical products: 4076, implantable pacing lead, (B)(6) 2014; 6935m, implantable tachy lead, (B)(6) 2014. (B)(4).